Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using the reach access daily flosser, for dental cleaning (route-dental, lot number 0121d, expiration date and frequency unspecified). After an unspecified duration, the flosser head fell apart while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.